Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. During the replacement procedure, fluid loss was identified at the reservoir. The reservoir was drained and retained, and all remaining components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.